Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the analog board was replaced. The device was recertified and returned to the customer. The analog board was returned to zoll medical (B)(4); the malfunction was duplicated by removing and reinstalling the mfe top shield. All the shields were replaced with the latest revision. Analysis for reports of this type has not identified an increase in trend.